Event description:
It was reported that the customer had high blood glucose levels of 404mg/dl and 400mg/dl. It was also reported that the buttons on the insulin pump are unresponsive. The customer also stated that they received a failed battery test as well as a bad battery alarm. Customer's blood glucose level at the time 323mg/dl. Troubleshooting occurred, and it was mentioned that the customer had a bent cannula. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.